Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 4/3 x 13mm (xiitp4313) and one osseotite® tapered certain® prevail® implant 4/3 x 11.5mm (xiitp4311) were returned for investigation with an unknown removal tool. Visual inspection of the as returned product identified wear from usage about the implant threads, with some removal damage about the xiitp4313 implant. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient experienced infection and bone loss. As a result, the implant was removed from tooth site 24. The patient also had abscess, edema, and inflammation.